Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Microscopic evaluation of the adapter revealed 2 cracked solder joints. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated fourteen (14) autoclave cycles for the adapter. Before a battery was inserted, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative devices were utilized for all functional testing. After a pmv battery was inserted, the adapter was inserted onto a pmv handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led did not illuminate, indicating that the software did not recognize the presence of a reload. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv reload was inserted onto the adapter again, and the reload detect led did not illuminate, indicating that the software did not recognize the presence of a reload. The adapter was disassembled and positive contact was made with the switch. The reload detect led did not illuminate. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a prostatectomy, the device would not recognize the reload. At one point, the reload was recognized, but after the device was closed around the tissue, it would not fire. A new adapter was used to proceed with no further issues. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Device egiaadapt has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Tracking number: (B)(4).